Event description:
A healthcare worker complained of an eye splash with an unspecified cidex product. The worker was not wearing eye protection when the event occurred. The worker rinsed the eye and went to employee health. Corisporin ophthalmic ointment was prescribed. A follow up evaluation the next day revealed the worker's eye had cleared up.